Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's investigation. Updated fields: h2, h6, h11. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, that the camera head image did not display. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector corrosion, scope mount corrosion, adhesions on connectors and adhesions on scope mount. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a cable failure caused a communication failure, resulting in the images not being displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image did not display. The event occurred during the beginning of a therapeutic procedure. The procedure was completed with another device. There were no reports of patient harm.